Event description:
It was reported that during the implant procedure, the left ventricular lead could hardly reach the target position and the tested threshold was high. The physician replaced it with another lead and changed to another vessel to complete the operation. The physician suspected that the event was related to product defect or patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.